Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The rapid depletion and code 1003 were induced by constant magnet applications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The rapid depletion and code 1003 were due to some kind of electrical overstress damage induced around the time of explant.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that noise and oversensing was noted on the right atrial (ra) lead following the device change out in 2011. The noise was seen with the newly implanted implantable cardioverter defibrillator (ICD) and original right atrial (ra) lead. During a check it was not possible to reproduce noise and sensitivity was decreased and at another follow up sensitivity was once again decreased. The pace impedance measurements appears stable. Subsequently the ICD and ra lead were explanted and returned for analysis. No adverse patient effects were reported.